Event description:
It was reported that the right ventricular lead migrated from its original position, and there was a concern for perforation. It was also noted that the lead had high pacing thresholds. The lead was repositioned, and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.